Event description:
It was reported that patient is experiencing recurring incontinence and started leaking again. No device was explanted, they just added a second artificial urinary sphincter (aus) cuff. Surgery is still on going on set of the call. Additional information was received. Physicians had a tough time being able to tell the appropriate size for aus cuff. They felt like the measuring tape said 3.5 when they tried to put that actual device on it was too tight and they had to use a 4.0 cuff instead. Additional information was received. Patient experienced urethral atrophy.

Event description:
It was reported that patient is experiencing recurring incontinence and started leaking again. No device was explanted, they just added a second artificial urinary sphincter (aus) cuff. Surgery is still on going on set of the call. Additional information was received. Physicians had a tough time being able to tell the appropriate size for aus cuff. They felt like the measuring tape said 3.5 when they tried to put that actual device on it was too tight and they had to use a 4.0 cuff instead.